Manufacturer narrative:
No unexpected error alarms were noted during testing. The insulin pump passed the unexpected restart error test and the self test. No unexpected blank display was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer had an excess no delivery alarm on the insulin pump. Customer's blood glucose level was 257 mg/dl. Customer stated that a temp basal was not programmed before the alarm occurred customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.